Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 473 mg/dl at the time of incident and the current blood glucose level was 396 mg/dl. Customer stated that the another blood glucose level was 399 mg/dl. The customer did experience any symptoms such as vomiting, nausea, abdominal pain, difficulty to breathing to result of high blood glucose. The customer treated with the insulin pump. Troubleshooting was performed and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.